Event description:
During a stat nuclear medicine stress test, the electrocardiogram (EKG) machine acted erratically and loss signal several times throughout the stress study, leaving the attending provider without/intermittent EKG monitoring in real time. The EKG leads were removed, reapplied and also taped to insure good contact; without resolve. Fortunately, the patient did not experience any issues during the procedure, however, this machine is antiquated and needs to be replaced immediately to avoid future safety liabilities during an important test. It has been addressed in the past, repairing the machine several times, to the knowledge of the staff, no attempts to replace the machine has been made.